Event description:
It was reported that the bd¿ bulk, non-sterile needle hub had a crack in it. The following information was provided by the initial reporter: "customer reported that 2 cannula holders had a crack and could not be used."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 302047 and lot number 9058790. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two photos were provided for evaluation by our quality team. Each photo shows a needle hub with a crack. It could be possible for this defect to occur if the needle hub was not centered when the plastic shield was assembled inducing the crack. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Medical device expiration date: na. (B)(4). Investigation summary: a device history record review was completed for provided material number 302047 and lot number 9058790. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two photos were provided for evaluation by our quality team. Each photo shows a needle hub with a crack. Investigation conclusion: based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Root cause description: it could be possible for this defect to occur if the needle hub was not centered when the plastic shield was assembled inducing the crack. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ bulk, non-sterile needle hub had a crack in it. The following information was provided by the initial reporter: "customer reported that 2 cannula holders had a crack and could not be used."